Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. It was noted that the customer had expired test strips. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported that on an unspecified date, his adc blood glucose meter would not turn on with button press or with test strip insertion. The customer stated that at 10 pm (date not reported) he was unable to check his blood sugar, and was lying down and became "very cold, clammy shaky, dizzy and was throwing up". Customer self-treated with a piece of toast and 3 glucose tablets, and his wife drove him to the hospital. Upon arrival at the hospital, the customer's blood glucose was tested immediately with a reported result of 152 mg/dl. Customer was treated with an unspecified intravenous infusion, and another reading of 164 mg/dl was obtained at an unknown time. Customer stated he was advised that his blood sugar went "down low" and came up to the normal range after he ate the toast and 3 glucose tablets. Customer remained at the hospital for five hours for further testing, and declined to provide any additional information. There was no report of death or permanent injury associated with this event.